Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing clamp was found damaged during use when confirming the flashback. The following information was provided by the initial reporter, translated from japanese to english: "after punctured, hcp found the clamp was damaged when confirming flash back."

Manufacturer narrative:
H.6. Investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. The complaint was deemed as MDR reportable therefore a submission will be performed. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system tubing clamp was found damaged during use when confirming the flashback. The following information was provided by the initial reporter, translated from (B)(6) to english: "after punctured, hcp found the clamp was damaged when confirming flash back."